Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements may be indicative of a device malfunction. Re-implantation is being planned.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by repeated external mechanical impacts, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements may be indicative of a device malfunction. There were no changes in health, no reported trauma and no swelling noted at the implant site. The patient was re-implanted.

Manufacturer narrative:
Additonal information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
In situ measurements may be indicative of a device malfunction. There were no changes in health, no reported trauma and no swelling noted at the implant site. Patient will be re-implanted, although as of yet no date has been scheduled.